Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed and no anomalies were found.

Event description:
It was reported that there were false fast ventricular tachycardia episodes due to noise on the implantable cardiac monitor. The monitor was removed and not replaced per patient preference. No patient complications have been reported as a result of this event.